Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from samples from multiple patients when tested using vitros troponin I es (tropi es) lot 4080 reagent on a vitros 5600 integrated system and a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. However, a possible cause could be improper pre-analytical sample handling. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Based on historical quality control results, a vitros tropi es lot 4080 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4080. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4080 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es within run precision testing results from both the vitros 5600 integrated system and the vitros 3600 immunodiagnostic system were within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor of the events. A definitive assignable cause could not be determined. Email address for contact office is (B)(4).

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from samples from multiple patients when tested using vitros troponin I es (tropi es) lot 4080 reagent on a vitros 5600 integrated system and a vitros 3600 immunodiagnostic system. Instrument 56002591: patient 1 sample result of 0.747 ng/ml vs. The expected result of <0.012 ng/ml (B)(6) 2021). Patient 2 sample result of 2.351 ng/ml vs. The expected result of <0.012 ng/ml (B)(6) 2021). Patient 3 sample result of 1.382 ng/ml vs. The expected result of <0.012 ng/ml (B)(6) 2021). Patient 4 sample result of 1.235 ng/ml vs. The expected result of <0.012 ng/ml (B)(6) 2021). Instrument 36000809: patient 5 sample result of 0.155 ng/ml vs. The expected result of <0.012 ng/ml (B)(6) 2021). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es results were reported from the laboratory. However, a physician questioned the results, and no treatment was initiated, altered or stopped based on the reported results. Corrected reports were later issued for the patients. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as a total of two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).